Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. Customer treated low blood glucose with candy and then blood glucose went to 131 mg/dl. Customer reports they did not receive a sg not available alert. Customer reports they did receive a calibration not accepted alert. Customer states the led blinked on and off. Customer states the 'sensor connected' screen was displayed. The insulin pump will not be returned for analysis.